Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2017 with the following findings: on examination, the battery compartment and battery cap are intact and without damage. The battery cap secured to the pump properly for testing. On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Product analysis was not able to complete investigation of the alleged flashing display screen due to the blank display screen; the pump was received in a condition that made investigation of the original complaint impossible. The pump was opened for further investigation and revealed moisture corrosion inside the pump on the display flex and connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a display (flashing display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.